Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that no actions were taking place at this time. The rep stated they met with the patient on the 2nd and they did and impedance check and everything looked good. The patient had not had another episode of the battery heating up, so they were going to wait and see if it happened again. The rep advised to patient to take their programmer with them wherever they went so that they could turn it off right away if it got hot again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative via a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was just sitting in a meeting when they felt their stimulation increase a little bit and then the site where the battery was heated up and got hot. That night, it started to decrease in heat, but it was still warm and the day of the report it was fine. The rep was not aware of any contributing factors and they had not yet met with the patient to troubleshoot. The rep was going to be meeting with the patient for an impedance check. No further complications were reported.